Event description:
The device was used during a vats lobectomy procedure. Reportedly, the instrument did not fire and the blade did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.